Event description:
It was reported that during extraction of another lead, the right atrial (ra) lead was damaged and was also explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient experienced two unwanted shocks due to fracture of the right ventricular (rv) lead. The lead was extracted and replaced. During extraction of the rv lead the right atrial (ra) lead was damaged and also explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID 6949 implantable tachy lead 2006 (B)(6); 7278 implantable cardioverter defibrillator (ICD)  2006 (B)(6). (B)(4).

Manufacturer narrative:
The full lead was returned, analyzed and no anomalies were found. It was noted that the extrinsic lead insulation was breached and outer insulation was melted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.